Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml at 125 mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was showing signs of possible baclofen withdrawal. The patient was tachycardic. The pump logs were checked, and were noted to be "normal." There were no environmental/external/patient factors reported that may have led or contributed to the issue. The pump was surgically replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.